Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and samples for catalog 301942 lot 1811183 to investigate for this record. Visual examination of the affected samples shows a yellow film of the blister. As a result, bd was able to verify the reported issue. The packaging process has two main steps. The first is the forming of the cavity by increasing the temperature of the film. The film and paper of the unit pack is sealed by pressure and temperature. Due to a punctual increase of the temperature during the forming of this blister cavity, the film was burnt and appears yellow in appearance. These parameter values have been checked finding all of them within spec. The device history review showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a syringe s2 5ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, "on (B)(6) 2019, resources received the feedback that when opening the product package of a 5ml syringe, it found that the product package was yellow. When yellow liquid was found, it was removed in time for use on the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe s2 5ml 22ga 1-1/4in bd (B)(4). The following information was provided by the initial reporter, "on (B)(6) 2019, resources received the feedback that when opening the product package of a 5ml syringe, it found that the product package was yellow. When yellow liquid was found, it was removed in time for use on the patient." 100 occurrences were reported.